Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. D4: batch # u5el31. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45w reload was loaded into the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming and damages were noted on the cartridge deck due to the clip found. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. The doctor incised tissue around the jaws. Did the jaws eventually open? Sales rep checked the device after surgery. Sales rep opened jaws with power, and found that jaws were stuck by a clip. 3. Is the current patient status known? No. Now the only information is that surgery was completed smoothly. 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I don't know.

Event description:
It was reported that during an unknown procedure, the endocutter didn¿t open. It is unknown how procedure was completed. Patient consequence was not reported. No further information is available.